Manufacturer narrative:
Product ID: 3889-28, lot# va0ax23, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had their device removed due to infection. It was stated the device was working great prior to the event. It was noted the patient hoped the infection cleared up so they can get a new implant. The patient was redirected to their healthcare provider.

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. If additional information is received, a follow up report will be sent.